Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. However, the investigation is not yet completed. A follow-up report will be filed upon the completion of the investigation. The device was scrapped. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. No repairs performed. It was noted that the device was not needed for inventory and the unit will be scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. However, the investigation is not yet completed. A follow-up report will be filed upon the completion of the investigation. The device was scrapped.